Event description:
It was reported that the patient presented to a scheduled implant procedure. Prior to the procedure, the patient's right ventricular lead exhibited high defibrillation impedance. The lead was capped and replaced on (B)(6) 2024. The patient condition was stable.